Event description:
Pt was new to dialysis and used a competitor's product. Placed on t150l by mistake (had specific order for synthetic membrane). Within 1 minute, pt reacted with back pain, chest pain, and shortness of breath. Blood not returned. Pt placed back on competitor's product.